Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Atrial lead was surgically abandoned due to impedance was out of range, greater than 3000 ohms. No adverse patient events were reported. Should additional information be received, this file will be update.